Event description:
It was reported to philips that pedal would not screen; image processing and tube anode errors on a allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced multiple components (459801112821, 459801112831, 459800544343, 459801496341, 459801742171, 459801122421); system operational with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).